Event description:
After several attempts, the insert would not snap into the baseplate. Allegedly, this was a clean wound, and there was nothing impinging on the insert. A standard medium insert was used in place of the lipped insert. The surgeon was not happy about using the standard insert because he felt that it would not be as stable as the lipped insert would be. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:the evaluation results, although inconclusive in the absence of the baseplate, suggests that this event is not device related but rather is associated with intra-operative procedures. Impaction or pressing down on a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.